Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a haptic broke at the end of the injector. The doctor reported that the patient experienced a feeling of discomfort and 'reflex'. A second procedure was required to remove the lens and implant a new one on the same date. Additional information was requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and not returned. A portion of the optic is also broken/torn and not returned. The optic has numerous loose fibers and particulate-rejectable. During investigation of the returned sample, the iol was observed to have a lack of solution. Complete immersion of the iol with solution typically occurs when the iol has been inserted into a cartridge. Prior to insertion, the cartridge is filled with solution per the directions for use (dfu) and presenting the iol to the cartridge will result in the iol being completely immersed in solution. The complainant indicated that the iol haptic broke in the end of the injector (exit) during a implant procedure. These investigation findings most likely indicate that an insufficient quantity of lubricating solution was used during the implantation process. Damage may occur when there is a lack of solution between the iol and the cartridge lumen. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and most likely occurred during the implantation process. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).